Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Device evaluation: the delivery system was not received; however, the lens was received loose with the device cap in a small package box. The lens was observed cut, with viscoelastic residues. The lens was inspected under microscope at 10 x magnification. Minor scratches were observed in the optic zone; however, those scratches could have been generated during the removal of the lens from the eye. The complaint was verified but due to the condition of the lens a cause of failure related to the device manufacturing process cannot be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, the doctor experienced a defective intraocular lens (iol). It was stated that there was a scratch visible right across the entire optic. This was discovered only after the iol had been implanted in the left eye. The doctor was able to remove this iol and re-implant another one without any difficulty. No incision enlargement. The defective iol was cut in half in the capsular bag and removed through the original incision. The replacement iol was implanted through same incision. No vitrectomy. There was no patient injury. No additional information was provided to abbott medical optics.